Manufacturer narrative:
Date sent to the FDA: 1/11/2016.it was reported that patient underwent removal of interstim in both sacral leads on (B)(6) 2014. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure, on an undisclosed date and an unk mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that following insertion patient experienced urgency, frequency, incontinence and dysuria.